Event description:
It was reported that a cartridge change error occurred. Additionally, a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. Customer had addressed elevated bg by administrating a manual correction injection. The customers blood glucose (bg) level subsequently decreased to a "low" bg level; specific value was not provided, due to over correcting with manual injection. Customer consumed carbohydrates to address bg. A new cartridge was loaded to resolve the issue, and customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.